Event description:
The customer reported that the patient was taken to CT. CT tech stated IV pump was paused. Tubing was clamped. Contrast was pushed below the pump. CT started. During the procedure, the pump was noted to be leaking fluid. CT tech turned pump off, brought patient back to the dept. And called issue to rns attentions. Rn opened the pump and noted tubing had come apart. Tubing removed and replaced.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.